Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. Unable to performed the excessive no delivery test due to keypad anomaly. Scratched lcd window, cracked display window corners, battery tube threads cracked, reservoir tube cracked. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and no delivery alarm. The blood glucose at the time of the no delivery alarm was 294 mg/dl. Troubleshooting was not able to resolve the issue. The customer's blood glucose at the time of the button error alarm was 92 mg/dl. The device was returned for analysis.